Event description:
The ep [electrophysiology] mapping catheter would not flush with no irrigation. The catheter was removed and replaced with no harm to the patient. Clinical site notified mfg [manufacturer] rep directly. Manufacturer response for electrophysiology mapping catheter, (brand not provided) (per site reporter).